Event description:
A cgm error 42 was reported by the customer, occurring three or more times on their current pump. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump for this error, but technical support resolved to replace the pump, confirming that it was under warranty. In the meantime, the customer would continue using their current pump. The customer was instructed to return the faulty pump using a pre-paid label within ten days, and they understood how to put the pump into storage mode as advised.